Manufacturer narrative:
The reported event was confirmed through evaluation and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective load cell. The autopulse platform is a reusable device and was manufactured on 09 oct 2007. It has exceeded its expected service life of 5 years and is approaching (B)(4) years old. The events recorded in the archive data revealed multiple occurrence of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and ua19 (max applied load exceeded) error messages on (B)(6) 2018 and not on the reported event date of (B)(6) 2018. Evaluation of the platform found no issue during initial functional testing. A load characterization check was performed and identified a defective load cell. It was indicated that the ua 7 and ua 19 error messages recorded in the archive data are caused by this observed issue. As part of routine service during testing, the device was examined and found physical damages. This is unrelated to the reported event and is attributed to normal wear and tear for the age of the device. Upon customer approval, the load cell and the physically damaged parts will be performed and the device will be further functionally tested to full specification. Historical records were reviewed for service information related to the reported complaint and no similar complaint reported for the autopulse platform with serial number (B)(4).

Event description:
At an unspecified time during patient use, the autopulse platform (sn (B)(4)) displayed a ua 19 (max applied load exceeded) error message. Troubleshooting was attempted by lifting the lifeband up and repositioning the patient; however, was unable to clear the ua 19 error message. Following this, manual CPR was immediately administered. No known impact or patient consequence was reported.